Manufacturer narrative:
Upon evaluation of the customer¿s device, heartsine observed that the pogo pin failed during shock testing. Visual inspection showed the piston had fallen within its barrel and was observed to extend from the barrel upon rotation. Additionally, significant dirt was observed around the pogo pins and corrosion was observed on the usb contact collars, which would suggest the device had been stored outside of the indicated the device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report a non-critical issue with a customer's device. Upon evaluation of the customer¿s device, heartsine observed a pogo pin failure. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on. This may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.